Event description:
It was reported to MFR that the site was experiencing difficulties with their hand held and it would not hold the charge. It was reported that the adapter cable appears to be loose. Good faith attempts to obtain the hand held and cables for analysis have been made, but have been unsuccessful to date.